Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported material separation. It was reported that prior to use, the guide wire tip was noted to have separated. Factors that may contribute to a material separation prior to use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of procedure estimated as 9/19/2024 d4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that prior to being used in the procedure, the tip of the bmw hydro guide wire was noted to have become loose (separated). Therefore, the guide wire was no used in the procedure. There was no patient involvement and clinically significant delay reported in the procedure. No additional information was provided. The date of the procedure has been estimated as 9/19/2024 as this is the abbott aware date.